Event description:
User experienced discrepant results with alcohol assay for two patient samples. Patient 1, on (B) (6) 2009, the initial alcohol result was 0.129g per dl. Repeat testing performed twice from a sample cup was 0.3g per dl. The value was expected to be positive as the patient was a "walking alcoholic". The physician did not act on the initial result, therefore, there was no adverse effect on patient. Patient 2, tested during the week of (B) (6) 2009 (specific date not provided), gave an initial result for alcohol of 0.1g per dl, and upon repeat tested negative. The sample was then tested an additional 6 times in a sample cup, all results were negative. The physician did not act on the initial result, therefore, there was no adverse effect to the patient.

Manufacturer narrative:
The field service representative determined the sample probe was not springing back to appropriate position after dispensing sample. He realigned the sample probe and spring. Additionally, the gear pump pressure and rinse volumes were checked. Precision checks were performed to verify analyzer performance and were within specification.